Event description:
It was reported the customer requested a log review. They had concerns in regard to the method the clinician managed and titrated a drip. Rather than making changes in the mar changes may have been made directly on the pump. There was patient involvement, but no harm. Per customer, "there was no patient incident identified" and their goal is just to review the device logs to understand how the user managed/titrated the infusion (directly on the pump vs electronic medical record epic).

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Investigation summary : no issue was reported. The customer only requested for a log review on how the user managed/titrated the infusion (directly on the pump vs electronic medical record epic). The requested log review was for between the dates and times of (B)(6) 2024 at 09:01 pm to (B)(6) 2024 at 09:01 pm. A review of the pcu error log noted no activity during the requested event dates. A review of the pcu event log noted the pcu was powered on (B)(6) 2024 at 11:29 am. The profile was noted as adult and the reported suspect pump module was one of four devices attached at the time; noted as channel c. The pump module was programmed remotely on (B)(6) 2024 at 9:01 pm with drugid=99 (noted as argatroban) with a rate of 5.172 ml/hr and (volume to be infused) vtbi of 250ml; primary volume infused (pvi) was noted as 23.9 ml. A few minutes later, it alarmed occluded patient side; restart key was pressed; pvi = 24.021 ml. On (B)(6) 2024 at 12:11 am, there were several changes in the infusion doses: at 12:11 am, dose was manually changed to 1.25 mcg/kg/min; calculated rate = 6.465 ml/hr. At 2:53 am, dose was manually changed to 1.50 mcg/kg/min; calculated rate = 7.758 ml/hr. At 4:24 am, dose was manually changed to 1.75 mcg/kg/min; calculated rate = 9.051 ml/hr. At 4:30 am, dose was manually changed to 1.6 mcg/kg/min; calculated rate = 8.2752 ml/hr. At 4:31 am, a 30-minute delay was set. At 5:04 am, the infusion was continued. At 5:18 am, dose was manually changed to 1.50 mcg/kg/min; calculated rate = 7.758 ml/hr. At 5:40 am, dose was manually changed to 1.4 mcg/kg/min; calculated rate = 7.2408 ml/hr. At 7:02 am, dose was manually changed to 1.3 mcg/kg/min; calculated rate = 6.7236 ml/hr. At 10:06 am, dose was manually changed to 1.2 mcg/kg/min; calculated rate = 6.2064 ml/hr. At 10:29 am, an occluded patient side alarm triggered again; however, infusion was restarted a few minutes later. At 1:45 pm, a 120-minute delay was set; however, when the infusion call back alerted, no further action was done until 4:59 pm when a 45-minute delay was set. At 5:58 pm, dose was manually changed to 0.6 mcg/kg/min; calculated rate = 3.1032 ml/hr. At 6:01 pm, an occluded patient side alarm triggered again; however, the infusion was restarted; pvi noted as 128.266 ml. The next noted action for the suspect pump module was the next day at 1:06 am for a manual dose change; (0.5 mcg/kg/min for calculated rate = 2.586 ml/hr; pvi noted as 149.963 ml). The bd alaris user manual v9.33 states to review and verify that all parameters pre¿populated on the system are correct prior to starting the infusion. The devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: devices were disassembled for this investigation, please ensure proper assembly and re-torque all screws to specifications and repair the door harness ground. Dchu is not responsible for any cost associated with incidental findings or any cost associated with any 3rd party parts found. Root cause: n/a, the customer only requested a log review to understand how the user managed/titrated the infusion (directly on the pump vs electronic medical record epic). Note that this report lists imdrf annex a040502, a0404, a1801, g02017, g04088, g04067, g04037, c23, c07, c0601, d11, d15 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.